Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: the instrument was found to have conductor wire damage at the end of a procedure. The damage/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the fenestrated bipolar forceps instrument was not emitting current. The instrument was replaced. The procedure was completed with no reported injury. On 18-feb-2022, the following additional information was obtained: it was reported that after a da vinci-assisted surgical procedure, the black cable of the bipolar fenestrated was found to be partially broken. The instrument was inspected prior to the procedure and there was no damage seen. The procedure was successfully completed with no reported injury.